Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. No data was provided for evaluation. The patient reported glucose readings of 50 mg/dl and 152 mg/dl but did not clarify which values correspond to cgm or bg measurements. The reported glucose values fall within the c or d zone of the parkes error grid. No injury or medical intervention was reported.